Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the insufficient reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
A foreign material was on the forceps elevator of the subject device.there was no report of patient injury associated with this event.